Event description:
It was reported that this atrial lead was suspected to be fractured. There was loss of capture and pace impedance measurements were greater than 3,000 ohms. The patient had recently done some heavy lifting and manual work and experienced unspecified symptoms. The lead was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact. Visual inspection noted that the helix appeared stretched. Testing was completed to assess lead electrical performance and the result was an electrical open. X-ray subsequently revealed a fractured outer conductor coil approximately 200 mm from the terminal end and the outer insulation was bent/misshapen. The fracture characteristics were consistent with clavicular/first rib damage.

Event description:
It was reported that this atrial lead was suspected to be fractured. There was loss of capture and pace impedance measurements were greater than 3,000 ohms. The patient had recently done some heavy lifting and manual work and experienced unspecified symptoms. The lead was replaced and returned for analysis. No additional adverse patient effects were reported.